Event description:
The customer reported that while the iabp was in use on a pt during transport, after 15 mins the iabp shut down due to low battery. No pt injury was reported.

Manufacturer narrative:
The company representative observed that the battery run time was less than 25 mins. The company representative replaced the battery (part number: 0149-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer.